Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that during advancement of the spring wire guide (swg), the end became separated. It is unknown if the needle was still in place or if this event occurred after the needle was removed. The patient was sent to the interventional lab to have the swg removed. The swg was removed successfully. It is unknown if there was a delay in treatment, no patient death and no patient complication reported. Additional follow up information received on 7/6/2010 from rn stated, the patient was taken to interventional radiology as the swg could not be found at the bedside. They were able to use fluoroscopy and see the swg in the patient's vessel had unraveled. At this point everything was still in the patient. Everything was removed from the patient as one and the swg remained intact. The rn confirmed that the swg unraveled, not separated. There were no patient complications and no patient death.